Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a surgical wound from open heart surgery and the lifevest caused pressure and pain to the area. The area was described purple bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed lidocaine patches and antibiotics for the skin irritation. Follow up indicated that the skin irritation improved.